Event description:
The customer reported via phone call that they experienced high blood glucose levels even after changing the insertion site twice. The customer's blood glucose was 600 mg/dl. The customer treated the high blood glucose with insulin pump therapy. Through troubleshooting, it was found that the drive support cap was normal. The customer did not observe any leaks. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised to call back if the unexplained high blood glucose persisted. The customer did not fully complete the troubleshooting due to lack of doing the high pressure test. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.